Event description:
It was reported the patient felt dizzy. During the check, oversensing was confirmed when moving the right arm. The physician suspected lead fracture and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal lead segment returned and analyzed.